Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2, a second patient sample tested with tina-quant c-reactive protein IV, and a third patient sample tested with alkaline phosphatase acc. To ifcc gen.2 (alp) on a cobas c 503 analytical unit. The first patient sample initially resulted in a creatinine value of 195 umol/l and it repeated as 110 umol/l. The second sample initially resulted in a crp value of 255 mg/l nd it repeated as 2.27 mg/l. The third sample resulted in the following alp values on (B)(6) 2026: 52 u/l, 54 u/l, 54 u/l, 54 u/l, 61 u/l, and 177 u/l.

Manufacturer narrative:
The creatinine reagent lot number was 916751, the crp reagent lot number was 926379, and the alp reagent lot number was 935593. The reagent expiration dates were requested, but not provided. The main water pressure was fine. The field service engineer found a clogged sample probe, so it was replaced. A wash station was retrofitted. The investigation is ongoing.

Manufacturer narrative:
No further issues were reported after the performed service actions. The cause of the event could not be determined.